Event description:
New information notes the lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2014.

Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance, no sensed p waves and no capture. The patient had just been in a car accident and was in the ICU. The patient was exposed to blunt impact from the accident and due to that a possible lead fracture was suspected. The system was programmed to vvi.